Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5. Reference MFR reports: 1627487-2013-02285, 1627487-2013-02286, 1627487-2013-02287 and 1627487-2013-02289. The patient received three leads (from 2 separate lots) and three anchors (from the same lot) as part of his scs system. It was reported the patient felt like his leads and other devices were going to "pop out" of his skin. It was reported the patient planned to see his physician regarding the issue. No further information is available at this time.